Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 203mg/dl and the sensor glucose was 70mg/dl at the time of the incident. The customer reported that 2 sensors fell out early, 1 didn't stick and 1 was giving different reading in sensor glucose compared to blood glucose. Sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose value of 70. Threshold suspend limit in sensor settings was 90. The sensor will be returned for analysis.